Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker and right atrial (ra) lead exhibited low out-of-range (oor) pacing lead impedance (pli) measurement. The atrial impedance was stable but has dropped to 110 ohms from 780 ohms. The cause was not determined. Boston scientific technical services (ts) discussed trouble shooting measures. The field representative reported that there were some noise on the events in the logbook and the safety switch was turned on. The patient will be monitored as per clinic protocol. At this time the system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Laboratory analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
Additional information received indicates that there was a revision procedure to address the previously reported observations of low out-of-range pace impedance measurements (<200 ohms) on the right atrial (ra) lead and noise oversensing on the atrial channel. It was suspected that the ra lead had insulation damage. Additionally, it was noted that right ventricular (rv) lead also exhibited noise oversensing and exhibited high out-of-range impedance measurements. During the revision procedure, the ra lead and rv lead were surgically abandoned and the pacemaker was explanted. No additional adverse patient effects were reported.